Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the urinary tract during a ureteroscopy stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the pull wire broke at the distal end, as confirmed by a photo submitted by the customer, resulting in the distal end, including the basket, detaching into the patient. The basket was retrieved with another retrieval device. The procedure was completed with a triceps forceps. There were no patient complications reported as a result of this event.